Manufacturer narrative:
Device evaluation summary of the photographed device: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 300cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient underwent removal and replacement with a like device on (B)(6) 2021.